Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: abnormal impedance, noise, no sensing of r waves, oversensing, and apparent fracture. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: early detection of an underperforming implantable cardiovascular device using an automated safety surveillance tool. Circ. Cardiovasc. Qual. Outcomes. March 1, 2012 2012;5(2):189-196. (B)(4).